Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic with a tear in the outer covering of their driveline. No alarms were noted upon ventricular assist device (vad) interrogation. No x-ray images were obtained, but photos of the driveline were submitted for review. The tear was covered with rescue tape. Technical services reviewed the log file and found no unusual events relating to the driveline. They also reviewed the submitted images and confirmed that the that the tear appeared to be cosmetic only.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient's driveline can be confirmed based on the evaluation of the submitted photos. The account submitted a log file for review. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that a tear was noted to the patient¿s driveline. According to the account, rescue tape was applied. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 07may2018. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Additionally, the heartmate ii lvas IFU is also available. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." No further information provided. The manufacturer is closing the file on this event.